Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer 144250.

Event description:
The following was reported to hamilton medical ag: summary: customer stated ventilator was not delivering tidal volume to patient. Patient de-saturated and required switching to another ventilator.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4). Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: customer stated ventilator was not delivering tidal volume to patient. Patient de-saturated and required switching to another ventilator.